Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image occurred due to expired software version. However, it is speculated that the condition may have resulted from damage or deterioration of components during handling, or from electrical issues such as signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image. There was no patient involvement.